Event description:
While attempting to sedate a patient for a cardioversion, it was noted that fluid was leaking from injection port of the IV tubing. The patient may not have received prior sedation.